Manufacturer narrative:
On 28-jul-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31038029l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced bradycardia requiring surgical intervention. Description of health problem (other)_ sss bradycardia. Progress: after svc isolation, the patient developed sinus bradycardia. Temporary pacemaker was inserted and the patient returned to the room. The heart rate was recovered to 70 after the patient left the catheter lab. (Since it was under isp administration, there was a possibility of junction beat.) Physician assessment of the health hazard: non-serious (moderate/minor). Method of cf monitoring: dashboard; vector; visitag. Visitag coloring settings : tag index. Visitag additional filters: fot. Causal relationship with the product : unknown. The physician's opinions on the relationship between the event and the product was no casual relationship with product. The physician commented that sinus was suppressed due to long-term persistent af. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was not related with the product. Temporary pacemaker was inserted. Outcome of the adverse event was improved. Thermocool smarttouch sf catheter was used. Dashboard, vector, visitag were used. Additional filter used with the visitag was fot. Tag index was used. Additional information- the adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that not related with the product. Temporary pacemaker was inserted. Outcome of the adverse event was recovered. Temporary pacemaker was removed 2 days after the procedure. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data --- no special notes. Other relevant history --- no special notes. Generator information was a smartablate generator, model: m4900207, serial number: (B)(6). Visitag module was used, parameters for stability used was 4mm, 3sec, 3g25%, 4mm. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).